Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted one day post implant due to dislodgement. It was reported the patient had not been following the post implant instructions. No additional adverse patient effects were reported.